Event description:
Please refer to the initial report.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log contains several failure entries regarding the internal batteries and the internal dc supply which corresponds with information from the user regarding a deep-discharged battery. A faulty battery will be alarmed by the device with the visual and audible alarms ¿int. Battery failed¿ and ¿no int. Battery¿. The IFU informs the user a ventilation can be continued if the mains supply is secured. However, dräger service must be contacted as the internal battery issue must be resolved. Faulty batteries can reach their limits with high power consumption. Generally, the savina periodically checks operation on internal battery where the device internally disconnects from the mains power for 500ms and operates on internal battery. If the battery voltage drops too much, the test is canceled, and the power supply switches to mains power again. If the voltage drop is too fast, the savina shuts down and generates the 40.2000 error during the subsequent reboot. In case a ventilation is active at that time, the pneumatic system would open which allows spontaneous breathing for the patient. After approximately 12 seconds the ventilation would continue with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device performed a restart while in use on a patient. No injury was reported. It was further reported by the user that during the event the device was operated on main power supply, but it was equipped was a deep-discharged battery.